Manufacturer narrative:
Permobil concludes the event having been caused as a result of inadvertent use-error. No claims were made of the device having malfunctioned in any way to have contributed to this event. The end-user reported having been close to the edge of the curb and accidently drove over the edge which allowed the device to fall over on to its side. The resulting fall causing the end-user to sustain a laceration requiring stitches. Reports provided indicate the wheelchair had sustained some damages as a result of the event, but reported to be fully operational and remains in the end-user's possession. The DHR was reviewed and device was found to have met specification prior to distribution.

Event description:
Received report while end-user was out of doors, they inadvertently maneuvered the wheelchair over a 10 inch drop off. This action reportedly caused the device to lose stability and fall over with the end-user in the seating, resulting in the end-user being injured requiring medical intervention to address.